Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.1, d.4, d.6b, g.2, h.6 if any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. On (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia¿ repair and was implanted with strattice device lot unknown on (B)(6) 2018. The patient underwent a "parastomal hernia repair and adhesiolysis¿ on (B)(6) 2018. The patient also underwent an ¿open recurrent parastomal hernia repair with acell graft placement and lysis of adhesions (1 hour)¿ on (B)(6) 2018. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, mesh migration, peristomal fullness and pain, adhesions, bowel/intestinal obstruction and blockage, and intervention and mesh removal surgery¿. The form lists the conditions that were treated were ¿pain, recurrence, mesh migration, peristomal fullness and pain, adhesions, bowel/intestinal obstruction and blockage, and intervention and mesh removal surgery¿ with approximate dates of treatment as between (B)(6) 2018 and (B)(6) 2018. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard phasix ¿ lot #unknown¿ during the (B)(6) 2018 procedure. The patient was implanted with another non-abbvie device, "acell gentrix surgical matrix plus ¿ lot #unknown¿ during the (B)(6) 2018 procedure. Neither of these non-abbvie devices have been removed or revised.